Event description:
It was reported that, during patient follow-up at the hospital, the pacemaker indicated alerts for a high lead impedance on both ventricle and atrial lead since 2007. It was also noted that the pacemaker had no output. The leads were tested with the analyzer and measured fine. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.